Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Possible lot of 348427 was unrecognized in erp system; therefore, lot number is unknown. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a catastrophic failure of a 2.0 drill bit occurred during a right wrist corner fusion on (B)(6) 2017. While drilling through the lunate into the cancellous bone of the capitate, the drill bit shattered into at least a dozen pieces. These pieces were not able to be removed during this procedure and a follow up surgery is required to remove them. It is unknown if the follow up surgery has already taken place or not. In addition to the generated fragments, the drill bit also cut the guide wire. A second drill bit was used to complete the surgery. It is unknown how long the surgical delay in the operating room was, because the sales consultant was not present during the procedure. (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.